Event description:
It was reported that, on an unknown date, the hand piece for battery powered driver was running continuously, will not turn off and gets hot. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted and the repair technician reported electronic control damaged as the reason for repair. The cause of the damage is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired, passed final inspection and was returned to the customer. The item was previously returned for service for an upgrade due to motor failure and then for a total rebuild. The customer called in a service request for this item for inoperable device. The previous service conditions of motor failure are relevant to the current complained issue.